Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event and patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7252282.

Event description:
It was reported that the patient's lead migrated. It is unknown which lead was at fault. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced.